Event description:
Customer reported that during a routine check they observed that blood had entered the device at a previous unk date. Also the unit would not boot-up and the screen was inoperative.